Event description:
It was reported that during a stenting procedure, a stent dislodgement occurred.the 80% stenosed target lesion was located in the moderately calcified and severely tortuous superficial femoral artery. The 7.0x30x135cm express biliary ld premounted stent system was advanced into the patient over a non bsc glide wire. The stent became dislodged from its delivery system in the iliac artery after getting caught on a bifurcation. The physician opted to deploy the stent in the iliac artery. The procedure was completed with another of the same device. There were no additional patient complications reported and the patient¿s condition is reported as ¿ok¿.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
Returned product consisted of the stent delivery system, without the stent. Visual examination of the balloon material noted that it was correctly folded and wrapped. There was evidence of crimp marks along the balloon material. A tactile examination of the shaft of the delivery system noted a kink approximately 10mm distal to the strain relief. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user related as the device was not used in accordance with the dfu. The device is indicated for palliation of malignant neoplasms in the biliary tree; however, the intended use of the device was in the superficial femoral artery (sfa). (B)(4)

Event description:
It was reported that during a stenting procedure, a stent dislodgement occurred. The 80% stenosed target lesion was located in the moderately calcified and severely tortuous superficial femoral artery. The 7.0x30x135cm express biliary ld premounted stent system was advanced into the patient over a non bsc glide wire. The stent became dislodged from its delivery system in the iliac artery after getting caught on a bifurcation. The physician opted to deploy the stent in the iliac artery. The procedure was completed with another of the same device. There were no additional patient complications reported and the patient's condition is reported as `ok'.